Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The wooden cup impactor chipped during surgery.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; material was found chipped and missing from the proximal portion of the handle. The root cause is attributed to misuse and wear out. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code was is not visible on the instrument. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.